Event description:
It was reported that, "the arthroplasty was revised due to malposition of the acetabular component with impingement of the femoral component against the acetabulum. The acetabular components and femoral head were revised. The components were implanted in sity for 3/3 y. The pt presented with a ucla score of 2 three months prior to revision surgery and a maximum score of 8.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If add'l info becomes available, then it will be submitted in a supplemental report.